Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer's representative (rep) reported that symptoms related to the overdischarge included a return of pain. It was unknown what power on reset (por) code was seen upon attempting to reset the device as the rep did not cover the por clear. It was noted that the overdischarge event had been resolved and the patient was receiving effective therapy at the time of the report.

Event description:
The manufacturer representative (rep) reported an alleged overdischarge. The patient had an MRI about a month ago and after the MRI the patient observed a "caution screen" on the programmer and recharger. They were not able to establish communication with either the programmer/recharger or clinician programmer. Steps for resetting the ins were reviewed. The rep had an appointment for (B)(6) 2016 to complete the countdown and get the code. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.